Event description:
During product evaluation by a baxter field service technician, a flogard infusion pump experienced a battery low alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. The cause was determined to be a depleted battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.